Manufacturer narrative:
Internal report # (B)(4). Product not returned for evaluation. Customer declined replacement product at this time. Product replaced by doctor. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip UDI# (B)(4). Note: manufacturer contacted customer on (date) in a follow-up call to ensure that the replacement products resolved the initial concern; customer was not having any symptoms. Customer states that he contacted the doctor and the doctor order another meter for him. Customer states that he tested last night and got a result of 595mg/dl. Results of 595 mg/dl and 150mg/dl done using the alleged defective meter. Customer states he run another blood test this morning and got 150mg/dl. Customer states that everything starts to work fine.

Event description:
Consumer reported complaint for e-5 display. The expected fasting blood glucose test result range is 140-145mg/dl. The customer did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification in the bedroom. During the call on (B)(6) 2019, a non-fasting blood test was performed by the customer and produced test results of e-5 using true metrix air meter. The test strip lot manufacturer's expiration date is 02/29/2020 and open vial date is (B)(6) 2019. The meter memory was not reviewed for previous test result history. Customer states that he just got back from the doctor's office. Customer states that they run a blood test at the doctor's office and got a 561mg/dl non-fasting 830am this morning. Customer states that he went to the doctor's office because of a previous appointment. Customer states that he is not having any symptom pertaining to his diabetes. Customer is taking novolog and lantus but have not taken his med since 530am this morning. Customer states that his normal glucose range is 140-145mg/dl fasting. Strips have been open up for a week now and are being stored in the bedroom. Customer open up a second vial of stirps same lot and run a blood test again and still getting the e-5 error. Customer states that his doctor had advise him to call them back if he is still getting the high blood results / or e-5.